Manufacturer narrative:
A medtronic representative reported that the microscope bracket was reseated and the scope was calibrated to the navigation system. A medtronic representative went to the site to test the equipment. The microscope receptor was loose. The rep made sure the connection was tightened and performed a successful calibration. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis.no further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system microscope bracket that was loose. The medtronic representative was on-site to provide microscope calibration. No further details regarding the concern, or when it occurred, were provided. There was no patient present when this issue was identified.